Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3501 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "due to the infusion of anti-tumor intravenous nutrition drugs, the patient agreed to put the catheter in on (B)(6) 2022 after communication and education, during which the use and maintenance of the catheter was normal. On (B)(6) 2022, redness, swelling, heat and pain occurred at the puncture point. The patient's vital signs were normal, and the patient's diet and spirit were good." Additional information received 09/15/2022: was the device removed from the patient? If so, is it available for return? The device was not removed. Patient state is good.